Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30297227m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a male patient in his 60s, weighing (B)(6) lbs. With history of previous pulmonary vein isolation (pvi) ablation procedure, underwent an atrial fibrillation (afib) ablation procedure with an ez steer¿ nav ds bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure, while maneuvering the ez steer¿ nav ds bi-directional electrophysiology catheter in the left atrium (la), the ez steer¿ nav ds bi-directional electrophysiology catheter suddenly came back into the right atrium (ra) and a drop-in the patient¿s blood pressure was noticed by anesthesiologist. Cardiac tamponade was confirmed via an acunav ultrasound catheter. The location of the effusion is unknown. Pericardiocentesis was performed to remove 350ml of fluid from the pericardial space, and the drainage was left in place. The patient recovered fully in procedure room after pericardial drainage and was admitted for overnight observation in the intensive care unit (ICU). It is unknown if extended hospitalization was required. Patient's outcome is fully recovered. Physician is unsure of reason for effusion. Transseptal puncture was performed with an abbott brk transeptal needle. There was no evidence of steam pop during the ablation. No bwi product malfunctions nor error messages were reported. The parameters for stability used with the visitag module were of 2mm for 5 seconds. No other visitag filter used. No other color options used. Max wattage used was 60watts. The total ablation lesions were about 15-20 lesions.